Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a follow up. It was noted that testing revealed elevated capture thresholds. Lead dislodgement was suspected though not confirmed. A procedure to re-position the lead was completed successfully with adequate capture thresholds. The lead remained implanted. The patient was discharged and stable.